Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2018 (stated as ¿one week ago¿). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the amia cassette had "blew air causing one of the membrane to come off." This occurred during prime. There was no patient injury or medical intervention associated with this event. No additional information is available.